Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode was hospitalized with the device deactivated after receiving several inappropriate shocks. The first episode was in april, with the device programmed to the alternate vector. The last occurred in may, after the patient was already in the hospital and the sense vector had been reprogrammed to primary. The morphology observed in the episodes suggested an issue with the electrode. An x-ray was performed and showed a possible defect on the proximal part. Technical services reviewed the available device data and noted random high amplitude deflections, baseline shifting, and temporary loss of the cardiac signal. This was consistent with a sensing node b issue. Similar artifacts were recorded in both the alternate and primary vectors. Troubleshooting was performed but the artifact in the episodes could not be recreated. The field representative noted the patient had a large bmi and it was difficult to feel the device during manipulations. Technical services discussed the morphology could either be caused by incomplete lead insertion, an impaired lead, or other impairment of the lead contact in the device header. High resolution x-rays could be performed to ensure the electrode was fully inserted and to better evaluate the lead body. It was recommended to reprogram the sense vector to secondary, as this vector does not use the sense node b. The field representative later reported the s-ICD system was explanted and replaced with a transvenous ICD system. It was noted at the explant procedure that blood/body fluid was observed in the device header. The explanted products were expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode was hospitalized with the device deactivated after receiving several inappropriate shocks. The first episode was in april, with the device programmed to the alternate vector. The last occurred in may, after the patient was already in the hospital and the sense vector had been reprogrammed to primary. The morphology observed in the episodes suggested an issue with the electrode. An x-ray was performed and showed a possible defect on the proximal part. Technical services reviewed the available device data and noted random high amplitude deflections, baseline shifting, and temporary loss of the cardiac signal. This was consistent with a sensing node b issue. Similar artifacts were recorded in both the alternate and primary vectors. Troubleshooting was performed but the artifact in the episodes could not be recreated. The field representative noted the patient had a large bmi and it was difficult to feel the device during manipulations. Technical services discussed the morphology could either be caused by incomplete lead insertion, an impaired lead, or other impairment of the lead contact in the device header. High resolution x-rays could be performed to ensure the electrode was fully inserted and to better evaluate the lead body. It was recommended to reprogram the sense vector to secondary, as this vector does not use the sense node b. The field representative later reported the s-ICD system was explanted and replaced with a transvenous ICD system. It was noted at the explant procedure that blood/body fluid was observed in the device header. The explanted products were expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.